Manufacturer narrative:
The device was returned to the manufacturer and analyzed. Joules on the fiber card were verified as 17,5560 joules. Failure analysis disclosed that the fiber cap was intact and attached, but drilled through. The fiber cap exhibited detritus, char, devitrification and melted glass. The cap condition would result in reduced vaporization efficiency. The cap condition may also result in forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4).

Event description:
The customer reported that at 17,056 joules, the fiber vaporization efficiency had decreased during a prostate procedure, the aim beam was not visible and the side-firing fiber appeared to become forward-firing. The procedure was completed with a second fiber. The pt outcome was reported as "fine".